Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using an unspecified device. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.